Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "error 42" and "effor 44" messages and failed to charge energy. Complainant indicated that there was no patient involvement in the reported malfunction.